Manufacturer narrative:
The returned product was thoroughly evaluated. A review of the download data shows that on (B)(6) 2011 at 1:49 pm the user activated a pod and a blood glucose reading of 243 mg/dl was recorded. The user bolused 2.85 iu of insulin, then at 9:05 am on (B)(6) 2011 the customer received a bg reading of 128 mg/dl. The customer then entered 26g of carbohydrates and executed a calculated bolus of 2.10 iu of insulin. Then at 11:49 am a bg readings was attempted and the user received a meter error 4. This was followed sixty one seconds later by a clock reset; the date was reentered as (B)(6) 2011. The pdm was not used again until (B)(6) 2011. Functional testing of the blood glucose monitoring functions of the device could not be completed in as-returned condition, due to a pcb firmware corruption, the root cause of which could not be determined. The nonfunctional state of the blood glucose meter as reported by the customer was therefore confirmed. The time line recovered from the device's memory, however, indicates that the device was functioning prior to that time.

Event description:
Customer called in to report that her blood glucose levels were low yesterday while she was driving and she crashed her car. She found out from the emt that her blood glucose level was 34 mg/dl. She explained that the emts tried to use her omnipod pdm to check her bg level and when they put in the test strip the pdm shut off. No specifics of any medical intervention by the emts were reported. The pdm was then left in the car for a couple of days and when she was finally able to get to it, it would not work and test her blood.